Manufacturer narrative:
Block b3: exact date approximated, event occurred in december 2025. Block d2b: pro code (product code): lgw, qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 7072659 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI): (B)(4).

Event description:
It was reported that the distal part of one of the spinal cord stimulator (scs) leads was sheered and fractured during an ipg replacement procedure. The patient underwent a procedure wherein the leads were replaced and that the patient was doing well with good coverage postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Event description:
It was reported that the distal part of one of the spinal cord stimulator (scs) leads was sheered and fractured during an ipg replacement procedure. The patient underwent a procedure wherein the leads were replaced and that the patient was doing well with good coverage postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated, event occurred in (B)(6) 2025. Block d2b: pro code (product code): lgw, qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7072659. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI): (B)(4). Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.